Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer issue. A field service engineer replaced with a new half-height drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es had power failure. The customer reported that the station had ac power loss. The user was unable to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.